Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusions alarms occurred. Reportedly, no damage was noted to the infusion set cannulas during the occlusion alarms. There was no reported adverse impact to the customer's blood glucose level.